Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service.

Manufacturer narrative:
Conclusion code: 68 other: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, system risk analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (5/16/2014 to 11/12/2014) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from december 2013 through november 2014 and revealed a significant trend which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra (system risk analysis) shows the risk for exposure to toxic or corrosive material to be "low." The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
Brand name : correction from blank to sterrad 100nx sterilizer. Catalog # : correction from 10104-002 to 00-10104-0-002. Other part #: correction from 10104002 to 00101040002.

Event description:
An international customer reported an event of a "odor/smell" emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.